Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I found they had left almost an entire coil in my uterus'), pregnancy with contraceptive device ('pregnant with twins') and foetal death ('lost one very early') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a twin pregnancy ("pregnant with twins"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and foetal death (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy, tubes and coil completely removed). Essure was removed in (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, twin pregnancy and foetal death outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as fetal death. The reported cause of death was foetal death. The reporter considered device expulsion, foetal death, pregnancy with contraceptive device and twin pregnancy to be related to essure. The reporter commented: patient had removed essure in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: they had left almost an entire coil in my uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, medical device removal, pregnancy with contraceptive device , twin pregnancy, device ineffective, foetal death. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received ¿ duplicate case (B)(4) was found for same patient. All the information and documents transfer from deletion case into retention case. Event medical device removal replaced with new events pregnant with twins, device ineffective and lost one very early were added. New reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device expulsion ("I found they had lelf almost an entire coil in my uterus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and device expulsion outcome was unknown. The reporter considered device expulsion and medical device removal to be related to essure. The reporter commented: patient had removed essure in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: they had lelf almost an entire coil in my uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device expulsion ("I found they had left almost an entire coil in my uterus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and device expulsion outcome was unknown. The reporter considered device expulsion and medical device removal to be related to essure. The reporter commented: patient had removed essure in may. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: they had left almost an entire coil in my uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.